Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. Follow-up was conducted to obtain further information on the patient and lead. Follow-up with the clinic indicated a chest x-ray suggests the lead appears to have less slack since first being implanted. The lead remains in use. No patient complications have been reported as a result of this event.